Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. In addition, multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 280 units of insulin during the load sequence. Customer re-loaded the cartridge to resolve the issue. There was no adverse impact to blood glucose.